Manufacturer narrative:
The reported issue is confirmed. The root cause is a failed circulation pump. The device was evaluated upon receipt. There was a noisy circulation pump. The circulation pump was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions can be taken. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that pmst general maintenance, the calibration process failed at step 7 after several attempts. The system displayed error code 5 in an arctic sun device. Per sample evaluation results on (B)(6) 2025, defective level sensor. Circulation pump was noisy.